Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii lvas, serial number (B)(6). The pump was returned assembled with the driveline (dl) cut 4.25¿ from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (graft, bend relief, and outflow elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was returned sutured around the outflow graft hardware upon disassembly of (B)(6), a large, red, tissue-like deposition was found situated surrounding the outlet bearing ball. The thrombus lacked laminated layering, suggesting that it did not initially develop in the outlet stator; however, its specific origin could not be determined. This thrombus was occluding approximately 75% of the blood flow pathway. Although a root cause for the development of this formation could not conclusively be determined through this evaluation, it could have contributed to the patient¿s elevated ldh. Examination of the remaining blood-contacting surfaces revealed no evidence of any additional depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The heartmate ii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of heartmate ii left ventricular assist system. Section 6-9 of this document provides details regarding the recommended anticoagulation therapy and inr range. Section 6 "patient care and management" (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. Pump speed, power, flow, and pi are addressed in section 1 of this IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Additionally, section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted and treated with angiomax intravenously for elevated lactate dehydrogenase (ldh). It was reported that no non-device cause for hemolysis was identified. Log files did not show clear determination of thrombus. An echocardiogram and right heart catheterization was performed that showed an ejection fraction of 55 percent. The patient reported experiencing shortness of breath for 1-2 wees and elevated ldh was observed after bivalirudin was turned off. Explant was performed and the device was sent back for examination.

Manufacturer narrative:
Approximate age of device ¿ 2 years, 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was requested that patient's log files be assessed for any suggestion of pump thrombus with patient's lactate dehydrogenase (ldh) at 802 and 809. The patient's ldh was reported to have continued to rise to greater than 1200. The patient had a turn down study to 6000 rpm with final speed of 8000 rpm and possible explant on (B)(6) 2019. Log file analysis showed no external power alarms on the power module due to patient disconnected both leads of the patient cable, a backup battery fault and a few power and flow elevations. A yellow wrench/replace controller alarm due to an lcd fault was observed and resolved on it's own. There were low voltage hazards due to patient running the batteries down below the low voltage hazard threshold. There was a backup battery fault recorded which appears to have caused a false no external power alarm. There were no other unusual events seen within the log file. No additional information was reported.